Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was a patient in the hospital. Caller stated that the endocrinologist broke a piece off the insulin pump. Customer was in the hospital due to diabetes issues and renal failure. Caller stated that when the customer got to the hospital, they took the pump off of him and his blood glucose went to the 300's mg/dl. Customer was put back on the pump and his blood glucose is back to normal now. Customer went to the emergency room on (B)(6) 2015. Customer's blood glucose was controlled. Customer had a pulmonary edema. Customer had renal failure and congestive heart failure. Customer was wearing the pump at the time of the visit. Customer declined troubleshooting for high blood glucose. Customer was high because the hospital staff took him off the pump. Customer received an insulin drip one day and they put him back on the pump. Customer is also on dialysis. The activity guard was damaged on the pump.